Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 400 mg/dl. Customer also reported that the insulin pump alerted with insulin flow block. Customer stated that the insulin flow block alarm resolved after complete set change. Customer said she turned on auto mode and it stopped. No further details given about their hyperglycemia event. Insulin pump will not be returned for analysis. Unomed inf set, frn-mmt-332-rsvr.